Manufacturer narrative:
Product analysis: at analysis the analyzer was noted to be out of specification on 6 functional tests. The analyzer was replaced and was being sent on for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer's analysis.